Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. It was reported that pacing impedance measurements had been stable at 500 ohms, then dropped to 400 ohms and 100 ohms. Additionally, the lead exhibited noise that was oversensed resulting in stored ventricular tachycardia (vt) events. The noise was able to be reproduced with patient isometrics. An invasive procedure was performed. The lead was surgically capped and abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of this product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.